Event description:
It was reported that the user experienced hypoglycemia after eating a dinner without announcing the meal, which led to elevated glucose to 254 mg/dl followed by ilet-delivered insulin and a subsequent blood glucose of 58 mg/dl; education was provided on meal announcements and troubleshooting, and oral fast-acting carbohydrates were used. Symptoms included hypoglycemia. Outcomes included correction with oral glucose and no hospitalization. Investigation included customer interview and review of device use and alarms. Investigation of this case revealed use error related to a missed meal announcement, with the device delivering insulin as designed in response to sensed glucose trends. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors.